Event description:
The issue reported involved difficulties experienced by a customer when loading insulin into their cartridge, causing insulin to spray out. There was no adverse impact to the customer's blood glucose level. The customer did not request a callback from technical support, and no corrective actions or outcomes beyond the report were documented.